Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 36mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The pump passed delivery accuracy testing. All testing was completed with a test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.